Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during an ipg revision procedure, dark grey soft tissue was found inside the pocket site. The physician removed the tissue and proceeded to reposition the ipg at the new pocket site. No tests were performed on the tissue. There were no prior reports before the revision. Nevro had attempted to obtain additional information regarding the nature of the tissue but was unsuccessful. The patient has recovered without sequelae.